Event description:
It was reported that during a breast biopsy, the physician was unable to deploy the marker. The physician was able to complete the process by using another marker. There were no patient consequences reported.

Manufacturer narrative:
Date sent: 07/17/2008. Clear tip sheared at distal tip. The analysis results found that the device was received with the introducer tip sheared off and missing. The applier was received without the collagen plug, which denotes that the marker clip was already deployed. A corrective action has been initiated for the tip shearing issues. Each device is visually inspected and functionally tested during the manufacturing process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.